Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for further evaluation. Upon receipt, an investigation will be performed, and the results will be submitted within a supplemental MDR. Facility where event occurred: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient expired while on the ht70 ventilator. This event is being conservatively filed due to the reported death. At this time, there is no additional information available regarding the event or the ventilator.